Event description:
Three pt samples with discrepant calcium results. Sample 1, initial result 6.7 mg/dl, repeat 8.8 mg/dl. Sample 2, initial result 6.3 mg/dl, repeat 7.9 mg/dl. Sample 3, initial result 5.3 mg/dl, repeat 8.8 mg/dl. Initial results were not reported. The field service rep determined there was debris on the stir paddle. The stir paddles, probe and channel were cleaned. Performance tests were performed.